Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported a false negative result via social media with the binaxnow covid-19 antigen self-test. Confirmation testing (platform unknown) was performed when went in generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided in this section is approximation, it was not provided by consumer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: single use, device discarded.

Event description:
The consumer reported a false negative result via social media with the binaxnow covid-19 antigen self-test. Confirmation testing (platform unknown) was performed when went in generated a positive result. No additional patient information, including treatment and outcome, was provided.